Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the on switch was sticking. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The device was somewhat bloody. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool shaft was flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the boot detached and the activation not releasing in the handle, the reported complaint for "kept firing" was confirmed. (B)(4).